Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2018 regarding a patient receiving unknown baclofen (dose and concentration unknown) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that a reset occurred on an unknown date. Approximately three days ago (relative to the date of report), the patient experienced withdrawal-type symptoms. The hcp assumed the reset occurred when the symptoms began. The change in therapy/symptoms was considered sudden. The hcp was able to reprogram the pump to a therapeutic rate. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on 2018-jan-30. It was reported that the pump was interrogated in the emergency department and was determined to be in safe state. While the pump was in safe state, the pump dropped to 12.6mg/day. Battery life was estimated at 2 months and the pump was restored to the previous dose. The pump was replaced and it was noted that this was considered normal end of life.